Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported, a rupture. Diagnosed by ultrasound exam. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported, a rupture diagnosed by ultrasound exam. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. (Health effect): f2203.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported, a rupture. Diagnosed by ultrasound exam. This relates to the left side. Device has been explanted and replaced with a non-allergan device.